Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twelve years and eight months of post deployment, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed that there was an infra-renal inferior vena cava filter was present and of note, the legs of the filter extended beyond the wall of the inferior vena cava. Abdominal computed tomography study, showed the filter had migrated caudally approximately 2.5 cm and was now positioned at the l3 level. The filter was now severely tilted anteriorly (30 degrees) with the filter apex contacted and perforated through the anterior wall of the inferior vena cava at the level of the l2-3-disc space. The perforated filter apex directly impinged on the posterior wall of overlaid small bowel at this level. The findings also showed that four of the filter¿s six legs (primary struts) and three of the filter¿s six arms (secondary struts) perforated through the caval wall and the perforated posterior leg penetrated into and was partially embedded in the anterior aspect of the l3 vertebral body, where it had produced hypertrophic boney reactive changes. Also, the perforated posterior arm directly impinged on the anterior aspect of the underlaid l2-3 disc. No strut fractures or missed filter components were apparent and no retroperitoneal hemorrhage was present. The patient¿s infra-renal inferior vena cava measured 25 mm in maximum diameter at the level of the filter. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter migration. A definitive root cause for the alleged filter tilt. Filter migration and perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that the filter migrated caudally, tilted and struts perforated through the inferior vena cava wall. It was further reported that the perforating posterior arm directly impinges on the anterior aspect of the underlying l2-3 disc. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter migration, filter tilt and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported through the litigation process that the filter migrated caudally, tilted and struts perforated through the inferior vena cava wall. It was further reported that the perforating posterior arm directly impinges on the anterior aspect of the underlying l2-3 disc. The current status of the patient is unknown.